Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the provided patient x-ray images does note a dislocation event. It has been reported that the patient is non-compliant to post surgery precautions. Nothing is identified indicative of a product problem. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information was received indicated that there was no surgical delay and the affected side involved in this event was the left hip.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient implanted on (B)(6) 2021. Known non-compliant patient, dislocation. Implanted a constrained liner. Did the patient experience a post-op device malfunction? Unknown, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Yes, facility name of original implant: doctors community, was device explanted? True, hardware/explant removal due to: dislocation. Did patient require revision surgery? True. If yes, date of revision surgery. (B)(6) 2021. Reason for revision surgery. Dislocation. If no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Xrays attached. Patient status/ outcome / consequences: yes. Patient consequence description/was there a clinical outcome experienced by the patient? Dislocation.... Surgery required, was other medical intervention required: yes, if yes, describe: revision, is the patient part of a clinical study? No. (B)(4). Device property of: none. Device in possession of: none. (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.